Event description:
On an unknown date a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2025 while being admitted to the hospital for dyskinesia and weight loss, the patient was noted to have a severely inflamed stoma with purulent secretions. Blood cultures "taken from the stoma" revealed sepsis and the patient was treated with unspecified fluids and intravenous antibiotics. The patient underwent a complete tubing change with a 20fr peg at a new stoma site. The patient had improved and was discharged on (B)(6) 2025. It was reported that the stoma inflammation caused the sepsis.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. Stoma site infection / inflammation and sepsis are known complications of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.